Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, and it appeared that the kink developed during use. A 20g powerglide catheter was returned for investigation. Sample exhibited evidence of use. The catheter had been removed from the deployment system and the wings had been removed from the purple connectors. The catheter was curved. Residue was observed on the external surface of the purple connector. On the sample, a semi-circumferential crease was observed in the tubing 1.8cm from the distal end of the pink strain relief sleeve. The catheter was easily kinked at the crease. The catheter was most likely positioned in a location where the kink would develop during use. The catheter was patent to infusion and no leaks were noted in any part of the catheter. The lumen was not patent to infusion once the catheter was kinked. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reby1133 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1133) have been reported from the same facility.

Event description:
It was reported that there was an internal kink in the catheter. No other information was provided.